Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer blood glucose level was 11 mmol/l. It was also reported that contacts on the battery cap was neither missing nor damaged and battery compartment was neither damaged nor corroded. Insert battery alarm did not displayed on the insulin pump screen. It was also reported that the display did not returned after insulin pump restart. It was reported that insulin pump was not dropped and not exposed to moisture. It was reported that the customer advised that insulin pump will need to be replaced and also advised to discontinue use of the insulin pump and revert to backup plan per health care professional's instructions. The insulin pump will not be returned for analysis.